Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical record was provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported catheter fracture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the catheter allegedly fractured. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review, the investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2021), g2, g3, h6 (device). H11: b3, b5, d4 (medical device lot number), h1, h6 (patient, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that two years, eleven months and fourteen days post a port placement via the right internal jugular vein, the catheter was allegedly fractured. It was further reported that the retained catheter fragment allegedly found to be migrated extending from the right atrium to the level of the hepatic vein. Reportedly, the fractured catheter fragment and the port were removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows one catheter segment. Medical records were provided and reviewed. Approximately three years later of port placement procedure, the patient underwent port catheter check procedure. The study showed initial spot digital images demonstrated a transected right chest port catheter at the level of the superior aspect of the right clavicle. Intraoperative showed retained catheter fragment extending from the right atrium to the level of the hepatic vein and successfully retrieved under fluoroscopic guidance. The right port also removed. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause for the reported catheter fracture material separation and migration issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2021), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two years, eleven months, and fourteen days post a port placement via the right internal jugular vein, the catheter was allegedly fractured. It was further reported that the retained catheter fragment allegedly found to be migrated extending from the right atrium to the level of the hepatic vein. Reportedly, the fractured catheter fragment and the port were removed. However, the current status of the patient is unknown.